Manufacturer narrative:
Corrosion was observed on the pcb assembly, mechanism rails, the slide insert, the catch beam, the chassis, and the top and bottom batteries. The pcb had to be removed from the pod and attached to external power supply in order to retrieve the download data. All three batteries had low voltages. Inspection of the download data confirmed that an 0x24 alarm was generated by the pod during operation, indicating tick count from asic didn't match the rtc value. No timeouts or drive stalls were seen in the download data. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. The internal cannula tear and subsequent leak is confirmed as the root cause of the internal corrosion and low batteries. It could not be conclusively determined if the observed cannula tear is in any way linked to the reported 0x24. No other damages or defects were observed that would contribute to the hazard alarm. The exact cause of the 0x24 alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose above 250 mg/dl whilst wearing the pod between 4 and 24 hours. The device was originally reported for an alarm during operation. Investigation of the pod found corrosion and an internal cannula tear.